Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a nighttime low blood glucose (bg) of 52 mg/dl during the first week of ilet use. The user paused insulin delivery and treated with approximately 25 g of carbohydrates over 30 minutes. The agent explained that early in the ilet¿s adaptive phase, insulin delivery may fluctuate and emphasized staying connected during meals and corrections to support system learning. The user reported no symptoms, and bg returned to normal after treatment. A follow-up training session was scheduled to reinforce education on algorithm behavior and hypoglycemia prevention. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.